Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the surveillance was having issues with adt operations. This was determined to be related to the 2018 adt reboot issue. There was no patient incident.